Manufacturer narrative:
The user facility reported that during a patient procedure hospital staff observed a small amount of smoke coming from the table base. Hospital staff unplugged the table and sprayed the table base with a fire extinguisher. The procedure was completed successfully on the table without further incident. No injuries were reported to hospital staff or patient. A steris technician inspected the table and found that the facility's biomedical department ("biomedical") had taken the table out of service and removed components including the power supply and charging assembly. The technician observed that biomedical had previously replaced diodes on the power supply and that the power supply connector was not properly seated into the power supply. This caused an electrical arcing condition which resulted in melting of the end of the power supply connector. Steris engineering stated that power supply diodes are not serviceable components and that the entire power supply should have been replaced by biomedical. The surgical table is not under steris service contract; the user facility stated their biomedical department will complete the repair of the table. Steris will conduct in-service training on proper servicing procedures for this table on (B)(4), 2011.

Event description:
(B)(4).